Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: the instrument was analyzed using a digital microscope. The insulation was noted to be cracked and contains a significant hole in at the distal end of the device. The inner shaft has an area of melted plastic. The product does not require batch management; a review of the device quality and manufacturing history records are not possible. Based on the information available as well as a result of the investigation, root cause of the failure is most probably user related. The root cause for insulation defects is contributed to handling related micro-cracks in the plastic insulation. Bending the shaft and not handling the device properly during decontamination can provoke cracks. This damage caused the electrical breakdown during surgery. This is stated in the IFU, it is also noted in the IFU not to use damaged or defective products. Corrective/preventive action not required. The current failure is within the risk analysis and therefore acceptable. Components: gk383r / no failure. Gk373r / no failure.

Event description:
Country of complaint: germany. It was reported that during a laparoscopic cholecystectomy, there was an approximately 2 cm tissue necrosis in the stomach. Components in use listed as concomitant devices are: gk370p / shaft only f/modular monopol electr. Gk383r / ceramic electrode tjp-hk. Gk373r / inner tube w/handle. Component not manufactured by aesculap: erbe vio 300 d article no. 10140-000 / serial no. (B)(6).